Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms and high thresholds. It was noted that the lead exhibited high threshold measurements and out of range impedance measurements in any bipolar configuration. A chest x-ray was performed and noted the lead was in a good position. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the root cause of the reported clinical observations was not determined. The programmed lead vector was reprogrammed and the lead outputs were increased. The physician will continue monitoring the patient through the remote home monitoring system.